Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 238 mg/dl.

Manufacturer narrative:
The failure investigation has been performed and the investigation could not be completed as the cartridge was not returned.